Event description:
It has been reported that the catheter didn't measure intracranial pressure. Additional information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.